Manufacturer narrative:
The investigation for the console (aic) self check error has been completed. Console logs from the reported day of event are consistent with complaint and show persistent failure of pbm2 communication, leading to self-reboots and system self check errors. The console was returned for evaluation. Upon inspection of the console, loose metal fasteners (from the fan bracket) were found inside the console housing, which shorted the circuitry of pbm. Although fan assemblies are subject to periodic replacement every 5 years, console was manufactured only 2 years ago, and there were no prior complaints or repairs. It is most likely that the fasteners were loose since console¿s manufacturing on 2022-03-18.

Manufacturer narrative:
The automated impella controller (aic) was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that after several self-reboots of the automated impella controller (aic), a self-system check fail error was displayed on the screen.